Event description:
Staff members were pacing a pt (age & gender unknown) when the unit stopped pacing. A dr tapped the side of the unit and it began pacing the pt again. The staff continued to treat the pt and there was no adverse effect on the pt. The staff also indicated that the unit's charge light took a long time to come on when the unit is initially plugged into ac power.